Manufacturer narrative:
. Section b3: date of event: unknown; requested but not provided. The best estimate date is between nov 19, 2025 and jan 7, 2026. Section d6b: if explanted, give date: unknown/ requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded monofocal intraocular lens (iol) was explanted due to change in the patient¿s condition. No further information was provided.